Event description:
Gastric bypass procedure. Slcr55g failed to get into firing range and would not close. Partially cut. A hole was created in the gastric pouch and the surgeon had to hand sew to complete the case.